Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, reporter indicated the patient issue of light sensitivity has resolved. There are two related reports for this patient. This report addresses the patients' left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information has been requested, but not received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery; however, the root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported after a successfully completed lasik procedure, a patient experienced a bilateral case of increasing light sensitivity. Reporter indicated topical steroid eye drops were increased. Patient noted increased light sensitivity at approximately one week post lasik procedure. Additional information has been requested, but not received. There are two related reports for this patient. This report addresses the patients' left eye, and another manufacturer report will be filed for the fellow eye.